Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. This implantable pacemaker was explanted, and a new pacemaker of the same model was placed. No additional adverse patient effects were reported.